Manufacturer narrative:
The device was not returned for analysis. A review of the production records was performed and revealed no related complaint assessment or manufacturing nonconformities. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material separation and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was stated that the guide wire separated when used to puncture the lesion. It is likely that the movement against the resistance encountered when puncturing the lesions contributed to the reported material separation; however, because the device was not returned, this cannot be confirmed. Additionally, the separated portion of the wire was removed via a balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with cerebral infarction and hypertension. The ht bmw universal ii 190cm guide wire (gw) was used in a procedure; however, the gw separated when used for puncture. A balloon and an angiographic catheter were used to remove the separated part of the gw. There was no adverse patient sequela. Another gw was used to continue the procedure. No additional information was provided.